Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician advanced a ruby coil out of its introducer sheath and into the lantern delivery microcatheter (lantern), however, the physician was unable to retract the introducer sheath off the proximal end of the ruby coil¿s pusher assembly. The ruby coil was, therefore, removed, and the procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.